Event description:
Boston scientific received information that this device was returned for normal battery depletion. There were no known allegations or complaints against the device¿s operation, functionality or longevity.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.